Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft is components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was severe calcification and unk tortuosity. There was moderate amount of stenosis. It was reported the pt presented with end stage renal artery disease and an abdominal aneurysm at the level of the renal arteries. It was reported that during the initial implant the there was a slight type I endoleak and the stent graft was not completely apposed to the vessel wall. The physician elected to angioplasty the stent graft, after this the angiography revealed marked improvement. There was still a slight type I endoleak which the physician thought that the endoleak would resolved when the coagulation medication were corrected. Post operatively the pt well, however the next day the pt was pt experienced numbness and paralysis in their lower extremities. The physician brought the pt back to the operating room where a dissection was identified in the common femoral artery. The dissection was created by the disruption of the plaque, the physician performed an endarterectomy and a dacron graft was sewn in to cover the plaque area. A spinal drain was inserted and the pt regained some sensation in the lower extremities. The pt was discharged to a neuro rehabilitation facility eight days post stent implant. One month post implant of the stent graft in the abdominal aortic aneurysm there were two additional thoracic aortic aneurysms identified, one measured 5.5 cm and is stable and the other measures 4.5 cm and appears stable. The pt was also reported to have an altered mental status and confusion. The pt was admitted to long-term care facility. It was reported that the pt expired three months post stent graft implant. The death certificate indicates that the cause of death was staphylococcus and enterococcus sepsis. Other significant conditions listed were end stage renal disease and cardiomyopathy.